Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with tandem technical support identified occlusion to be within the cartridge. Contact changed the infusion set and cartridge. Insulin delivery was resumed. Customer's blood glucose was approximately 200 mg/dl.